Event description:
During a cardiac arrest, the defibrillator did not register joule output and there was a smell of smoke. A second defibrillator was used. On test the system registers no joules but does deliver output.